Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and observed extensive electrical damage to multiple components due to excessive current. Further component cause could not be determined due to the damage.

Event description:
It was initially reported that the device had an illuminated service indicator. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would not have been able to deliver defibrillation therapy.